Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: adnexectomy. Detailed description of event: just before giving the product to the scrub nurse, it has been noticed that the sterile pouch contains a hair. I was not present during the case. The date of the event is not known. Patient status: before use - no patient involvement. Type of intervention: unknown.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of hair inside the sterile unopened pouch. Based on the condition of the returned unit and the description of the event, the hair likely originated from an operator during the manufacturing process.

Event description:
Name of procedure being performed: adnexectomy. Detailed description of event: just before giving the product to the scrub nurse, it has been noticed that the sterile pouch contains a hair. I was not present during the case. The date of the event is not known. Patient status: before use - no patient involvement . Type of intervention: unknown.